Event description:
It was reported that during a gastric bypass / sleeve procedure, the first firing was normal with green reload. On second firing - blue 60mm reload, the initial 20mm of cartridge did fine, then grinding bogged down & sound. Some staples fired but didn't form on patient side of tissue. Others didn't fire and still are the in reload. Staple appeared satisfactory on specimen side. No unusual forces when clamping stapler. Surgeon had to oversew entire disrupted area. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side outer row fully fired, and the two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The damage initiated on the right five double driver. The right inner ramp was found separated from the sled and jammed between the internal cartridge wall and the twelve double driver. This condition affected the proper deployment of the staples. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a cut line? If yes, was the cut line complete? Did the firing speed of the device slow down during the second firing? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected when opening?